Event description:
The customer reported that the system made a cracking noise, arcing and shut down. This resulted in a temporary loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.